Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the pump will not scroll down or scroll up when trying to give a manual bolus. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had an unresponsive up button due to an unlocked keypad connector. No cosmetic damage was noted.